Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-24052. It was reported, the pt lost stimulation therapy coverage. A diagnostics of the pt's scs sys showed low readings for some of the electrodes contacts. X-rays were taken and it revealed the pt's scs lead has partially pulled out of the ipg header. Additionally, the pt complained of having persistent soreness at her scs lead site. Surgical intervention to address the issues is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.